Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for proteus mirabilis and corynebacterium amycolatum driveline infection and went to the operating room for surgical debridement of a fluid collection visualized on the CT scan. In the operating room, it was noted that the driveline was extremely twisted and covered in tape. There were no pump stops on device interrogation. After removing the tape, it was found that there were exposed wires on the driveline. On (B)(6) 2019 the patient had an external percutaneous lead repair approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. Patient was given IV antibiotics and on wound vac. No further information provided.

Manufacturer narrative:
Device identification, device evaluated by MFR, and device manufacture date: additional information. Concomitant medical products and device evaluated by MFR: the pump remains in use supporting the patient, however, a portion of the external driveline was returned and evaluated. Manufacturer's investigation conclusion: evaluation of the returned external portion of driveline from (B)(4), in addition to the submitted photos, confirmed damage to the outer silicone jacket of the patient¿s driveline. Additionally, a cause for the reported driveline infection could not be conclusively determined through this evaluation. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 18.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline had rescue tape from approximately 2.5 inches to 10.5 inches from the controller connector. Upon removal of the rescue tape, the silicone jacket was noted to have damage approximately 1.5 inches to 7.5 inches from the controller connector and 10.5 inches to 12.5 inches from the controller connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown throughout the entire returned portion of driveline with severe breakdown at 2.5 inches and 3.5 inches from the controller connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on (B)(4) with the replaced external portion of driveline. No further issues have been reported. Driveline infection is listed as adverse events that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.